Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reporter that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.